Event description:
It was reported that during a da vinci total benign hysterectomy the prograsp forceps instrument did not open properly. There were no missing pieces or fallen pieces reported the planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument did not open properly. One grip close cable was derailed from the force amp pulley. The grips could not properly straighten and the grip/yaw motion was not smooth. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. An additional observation not reported by site was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .060 - .530 in length and not aligned with the tube axis. Damage may have been caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.